Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited myopotential noise oversensing on the right atrial (ra), right ventricular (rv) and shock channel. Technical services (ts) suspected that the muscle noise was related to the pocket area. Further testing was recommended. No adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited myopotential noise oversensing on the right atrial (ra), right ventricular (rv) and shock channel. Technical services (ts) suspected that the muscle noise was related to the pocket area. Further testing was recommended. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.